Manufacturer narrative:
Concomitant products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009; product type extension; product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type recharger; product ID 37743, serial# (B)(4), implanted:(B)(6) 2009, product type programmer. (B)(4).

Event description:
It was reported there were high impedances. Information received about two weeks later indicated the patient had met with the manufacturer representative on the date of this report to determine if they could ¿make the stimulator work better.¿ the patient was not using the system recently and desired more stimulation in the opposite side of their body from where it was originally implanted for. Impedance testing revealed that much of the lead was ¿not functioning.¿ the system was reprogrammed utilizing functioning electrodes, which was reported to be ¿much better¿ than it had previously been. It was stated however that stimulation was unable to be achieved in the new pain area. The cause of the issue was ultimately not determined and the patient was receiving ¿less than perfect¿ coverage. It was noted the patient was to follow up with their healthcare provider to determine the next step. Additional information has been requested, a follow up report will be sent if additional information is received.